Event description:
Per account. They have had problems with the catheters leaking internally to home care patients. No product will be sent for evaluation, it has been discarded. No other information provided.